Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with moisture damage on lcd board, cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported of being at the beach and insulin pump may have been exposed to moisture. Customer's blood glucose was 127 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.